Event description:
The customer states that a sample from a patient was processed using the architect prolactin assay generating a falsely low result of <0.6 ng/ml. The sample was repeated twice yielding results of 9.38 and 9.35 ng/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative visited the lab and cleaned the process path, shutters, and optics and replaced the wash zones including the valves on the architect analyzer. All functional tests and controls passed. The prolactin reagent package insert states if the prolactin results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. The issue is addressed in product labeling and lists multiple probable causes and corrective actions, including the wash zone manifold leaking. A corrective action for the wash zone manifold leaking is to check for salt crystals and/or liquid on or around wash manifold valves and/or fittings. Based upon the data available and the results of this evaluation no product deficiency was identified.